Manufacturer narrative:
Electrode belt was returned and investigated. The reported problem (non-functional ecgs) was confirmed due to ECG ¿d¿ dome pin loose from the ECG pca. The root cause of the loose pin could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.